Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. It was reported that they have a white labelled csb battery failures. 5 pumps reported failing and turning off without warning during infusion. The event occurred since mid of november during infusing several times. There was patient involvement, there was delay in therapy and near miss for patient harm. This report captures 5 occurrences.

Manufacturer narrative:
The device was not returned to the service hub for evaluation and analysis; therefore, the reported complaint could not be replicated or confirmed. This is a general complaint and there is nothing functionally wrong with the device, the complaint was made to capture the battery issues. D4: only di provided asserial number is unknown.